Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso seal and battery compartment was the root causes. The dso seal and battery compartment were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue is "pile compartment broken". There was unknown patient involvement.